Event description:
The pt presented with an occluded external iliac artery. The physician attempted to line the artery with a smart stent. Either prior to or as a result of this stenting procedure a vessel rupture occurred. Two wall grafts were placed; however, there was retroperitoneal bleeding at or near the inital site. Thus, the hemobahn endoprosthesis was inserted and deployed; however, the proximal endoprosthesis tip did not deploy completely. The physician was unable to move the device in either direction. Eventually, a forceful pull removed most of the deployment system leaving behind the stent graft and tip. The iliac artery subsequently occluded. The pt was referred to surgery and two surgical grafts were placed.